Event description:
It was reported a stroke and death occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. 78 days post index procedure, the patient presented to the hospital with stroke symptoms including a right gaze preference, left hemianopsia, left facial droop, left leg antigravity but mid drift, left side neglect, and some confabulation about sensation anosognosia. Computed tomography (CT) imaging confirmed an acute right middle cerebral artery stroke secondary to an occlusion of multiple m3/m4 branches with no proximal large vessel occlusion amiable to thrombectomy. It was noted that the 45-day routine follow up transesophageal echocardiogram (tee) was negative for thrombus or leak with good closure device placement, and after 45 days of eliquis the patient did not take aspirin and plavix since the patient was getting ready for a procedure. After 9 days of hospitalization, the patient showed waxing/waning improvement and the aspirin was restarted given stability of exam, CT scans, and coagulable risk. However, on the 10th day of hospitalization, the patient became more obtunded, worsened left sided weakness, and forced gaze deviation to the right. Repeat CT of the head showed a right frontal parenchymal hemorrhage within the region of the prior stroke. The patient was do not resuscitate status and was transferred to the palliative care/hospice due to poor prognosis. The patient died during day 13 of hospitalization. The official cause of death was intracranial hemorrhage.

Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed by a bsc quality engineer and did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation.

Event description:
It was reported a stroke and death occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. 78 days post index procedure, the patient presented to the hospital with stroke symptoms including a right gaze preference, left hemianopsia, left facial droop, left leg antigravity but mid drift, left side neglect, and some confabulation about sensation anosognosia. Computed tomography (CT) imaging confirmed an acute right middle cerebral artery stroke secondary to an occlusion of multiple m3/m4 branches with no proximal large vessel occlusion amiable to thrombectomy. It was noted that the 45-day routine follow up transesophageal echocardiogram (tee) was negative for thrombus or leak with good closure device placement, and after 45 days of eliquis the patient did not take aspirin and plavix since the patient was getting ready for a procedure. After 9 days of hospitalization, the patient showed waxing/waning improvement and the aspirin was restarted given stability of exam, CT scans, and coagulable risk. However, on the 10th day of hospitalization, the patient became more obtunded, worsened left sided weakness, and forced gaze deviation to the right. Repeat CT of the head showed a right frontal parenchymal hemorrhage within the region of the prior stroke. The patient was do not resuscitate status and was transferred to the palliative care/hospice due to poor prognosis. The patient died during day 13 of hospitalization. The official cause of death was intracranial hemorrhage.